Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did a blood glucose test and got a reading of 76 mg/dl and said the test strip had a white streak. Rptr felt that the test result was low, so she immediately retested, using a different fingerstick, and got a result of 230 mg/dl. Rptr did not check confirmation dot before inserting the test strip and she has never cleaned the meter. A control solution test was within range. No symptoms were reported.